Event description:
The customer reported the alarm does not sound when weight is removed from the sensor. The batteries have been replaced with a new supply and there was no visible damage reported. The customer reported this was discovered during set-up but couldn¿t provide the date when this was found. There was no pt incident or injury reported.

Manufacturer narrative:
Eval of the returned product confirmed the reported issue. The alarm powers on but does not sound when weight is removed from the sensor or when the sensor is detached from the alarm (fail safe). The tone selector and low battery indicator did not work. The battery door is missing on the alarm. Note: instructions for use state: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).